Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that one of the battery contacts of his one touch basic plus meter was broken. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began in the morning one week ago. The cca noted that the patient manages his diabetes with a combination of insulin and oral medications. Despite the alleged issue, the patient claimed he continued to take his usual dose of insulin and oral medications. Approximately 3 days after the alleged issue began; the patient reported developing symptoms of blurred vision and frequent urination. In the morning two days ago, the patient claimed his blood glucose was "210 mg/dl" when tested on a laboratory device. That evening, the patient claimed he spoke with his physician and was advised to watch his diet and/or food intake. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.